Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having loss of stimulation. Database analysis revealed that several contacts were showing high impedances. The patient underwent leads replacement procedure. Device malfunction was suspected. The patient was doing well post operatively.